Manufacturer narrative:
A device history record review was completed for provided material number 38831214 and lot number 4211222. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) picture samples were received for evaluation by our quality team. Through examination of the pictures, it was possible to observe that the catheter was transfixed; however, no damage was observed on the adapter. Based on the investigation results, it is possible that the catheter defect was related to product use or product assembly. If the 360° rotation of the catheter/cannula is not performed during puncture, there may be slight resistance when removing the cannula. In this situation, the healthcare professional may reinsert the cannula and re-cannulate the catheter, perforating it during the procedure. A one-time failure in the vision system may have occurred, allowing a perforated catheter to reach the customer. According to the instructions for use under the item ¿catheter insertion: a. Remove the needle cap and inspect the catheter. Rotate the catheter 360°.¿ actions related to needle through catheter were addressed in a prior corrective and preventive action plan implemented in september 2024. The lot involved in this report was produced prior to the implementation. Regarding the reported issue of ¿the connector is detached from the back,¿ no issues related to adapter/connector damage were found. Therefore, it was not possible to confirm this report, nor was it possible to determine the root cause of the reported defect. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Additional information added to 'describe event or problem.

Event description:
- Was there any harm to the patient's health? If so, please explain in detail. No harm occurred - has there been any damage to the patient's health? If so, please explain the details. The patients had to undergo a new puncture to insert another catheter in order to perform the fluid infusion procedure. The patient's condition, as a quality failure, bothers the patient because they had to undergo the procedure again. - could you confirm whether any medical intervention was performed due to this incident? The intervention was performed directly by the head nurse.

Event description:
The bevel loses its shape when inserted into the patient's skin and that the connector is detached from the back, meaning that it cannot be reused in any procedure.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.